Event description:
It was reported that a pump motor stalled and was confirmed by event logs; no motor stall recovery was recorded. Per the reporter, the motor stall was caused by the pt having an MRI or other medical procedure. It was noted that the pt had finished the MRI. The reporter will wait 20 mins. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).